Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed white screen. As a result, the lcd display was replaced to remedy the problem. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the devices screen turned completely white. Complainant indicated that there was no patient involvement in the reported malfunction.